Manufacturer narrative:
(B)(4). The analysis results found that the b12lt was returned with two of the seals of the universal seal assembly torn; a piece of seal inside a petri dish were received. One potential cause for the damage found may be the insertion of sharp surgical devices. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy, rubber of the outer seal was partially broken and the broken piece was fell off. The fallen rubber piece was removed. A harmonic device was used via the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.